Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted on (B)(6) 2012. The post operative for the implant was within normal range with a normal sexual activity. 15 days ago he began to observe difficulties in the activation of the pump, and for days has observed that the pump is empty and without activation of the prosthesis. Upon physical examination, the normal penis and prosthesis were observed in both cavernous bodies within the normal range and the pump in the scrotal position, but when the pump is activated, a noise and a feeling of emptiness are noted and there is no filling of the penile rods. The device needs to be explanted.